Manufacturer narrative:
Pump error 35 noted in the device history and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolate to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump had critical pump error alarm. The blood glucose level was 125 mg/dl. The device will not be returned for the analysis.